Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber was observed to be forward-firing at 198,081 joules of use. The case was completed using an alternate procedure (turp). Outcome: "no damages to the patient".

Manufacturer narrative:
(B)(4).